Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
The nrg transseptal needle (rf needle) was used for transseptal puncture in an ablation procedure. After inserting the rf needle into the patient's right atrium via a swartz sl1 sheath, the physician had difficulty in positioning the needle tip to the atrial septum (the patient had hypertrophic cardiomyopathy). As the location of the atrial septum could not be confirmed on echocardiography, right atrial angiography was used. After transseptal puncture was achieved as a result of multiple rf energy deliveries, the rf needle was advanced and replaced with a guidewire. Then, it was observed that the patient's blood pressure had decreased and it was suspected that the aorta had been inadvertently damaged. Cardiac drainage was performed but blood was not drained. The hospital staff prepared for percutaneous cardiopulmonary support (pcps). However, the blood pressure and bleeding both became stable without the need for pcps. The procedure was aborted. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.